Event description:
Vascular occlusion; black and pink discoloration [vascular occlusion]. Some blistering looking tissue from the middle third of her forehead. Going up to the hairline [injection site vesicles]. Rha2 to the forehead [off label use]. United states report received from a healthcare professional on 23-nov-2021. A physician, who was also the prescriber/ injector, reported that a female patient of unknown age received rha2, for an unknown indication, on (B)(6) 2021; dose and frequency were not reported. An unknown volume of rha2 was applied to the forehead area using an unknown injection technique. It was unknown if the needle from the box was used. No cannula was used for the administration of rha2. Previous cosmetic procedures, medical history, concomitant medications, and food supplements were not provided. On an unknown date in (B)(6) 2021, after unknown time following the injection of rha2, the patient experienced vascular occlusion. On (B)(6) 2021, the patient physician was aware of the vascular occlusion. The physician noticed black and pink discoloration. Additionally, there was some blistered looking tissue from the middle third of her forehead going up to the hairline. It was reported on an unknown date in (B)(6) 2021, the patient received antibiotics and steroids. The outcome of the events was not recovered. It was unknown if the product was available for return. No additional information was available at the time of this report.